Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, retains analysis and system risk analysis (sra). The device history review, trending by lot number and retains analysis was not able to be performed since the lot number of the involved product is not available. Product evaluation was not performed and the supplier was not notified of the reported event since there is no allegation of a manufacturing defect. The sra shows the risk for exposure to toxic or corrosive material to be "low." The likely assignable cause can be attributed to user error. The healthcare worker who experienced the skin reaction was not wearing personal protective equipment while handling the cassette, therefore, they were subsequently retrained. The issue will continue to be tracked and trended.

Event description:
The customer reported a healthcare worker (hcw) experienced an h2o2 burn on the index finger of left their hand after handling a sterrad®100nx cassette collection box. The collection box is presumed to have residual h2o2 from used sterrad®100nx cassettes. The hcw was not wearing personal protective equipment (ppe) and the affected area turned white. The hcw washed with running water and applied ¿ointment¿ and ¿adhesive plaster¿. The hcw ¿recovered¿ that day and no medical attention was received. There is no report that medical or surgical intervention was required to preclude a permanent impairment of a body function or permanent damage to a body structure; however, this event is being reported as a malfunction subsequent to a serious injury.